Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that scissoring occurred during the surgery. It was replaced with another one. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The forceps were returned for evaluation. The devices were visually inspected. No scissoring was observed. The device was then functionally tested. No issues were found, and no scissoring was noted. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the evaluation, the reported issue could not be confirmed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.